Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating while on a call, the device displayed an "ECG has been disabled" warning and the touch screen froze. The paramedic was unable to return to main monitoring. There was no reported harm to the patient.

Event description:
This report is based on information provided by remote service engineer rse, a philips technical engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating while on a call, the device displayed an "ECG has been disabled" warning and the touch screen froze. The paramedic was unable to return to main monitoring. There was no reported harm to the patient.